Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump's buttons were not working properly. He ran a bolus up to 90 units but that was not what he was trying to do. Customer's blood glucose level was 238 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.